Event description:
The meter strips are toatlly unreliable and very inconsistent. Pt got various "excuses" from their customer service on 4 different phone calls. They did send them a 2nd meter after pt said they were going to write to the american diabetes assoc magazine, and see who else was having problems.